Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor resets) was isolated to a defective u500 digital signal processor on the computer/analog board due to resets at the second white splash screen. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.